Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating a motor error alarm from the insulin pump. The customer's blood glucose reading was 113 mg/dl. The customer stated that she dropped the pump and the tube got caught on the cabinet handle. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer stated that there was a motor position encoder error on the insulin pump. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform displacement test due to motor anomaly. Motor position encoder error alarm was confirmed in the history file due to encoder signal out of phase. Unable to perform unexpected restart error test due to motor error loop. However, the insulin pump was received with operating currents within specification and passed self-test. The insulin pump had cracked case at the display window corners, cracked belt clip slot and minor scratches on the lcd window.